Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 1948. : the peritonitis occurred on an unspecified date in 2013. As the device was not returned, a device analysis could not be completed. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and upset stomach. On an unreported date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event. Additional information was requested but is not available.